Event description:
It was reported that the patient had a hernia, and the cause was unknown. It was unknown if the driveline exit site or a device issue caused or contributed to the development or worsening of the hernia. A mesh repair of ventral hernia was done but it did not resolve the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was reported that the patient had a ventral hernia, which was found at the time of the patient¿s heartmate ii pump exchange on (B)(6) 2018. It was reported that the cause of the hernia was unknown. The hernia was treated using a mesh repair; however, the treatment did not resolve the issue. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.